Manufacturer narrative:
Physio-control failure analysis center further evaluated the customer's device. The reported issue, device would not provide voice prompts, could not be duplicated or verified.a root cause of the reported issue could not be determined. The other reported issue, device powered itself on, was verified and it was observed that there was an incorrect signal at integrated circuit, u39. The likely cause of the reported issue was determined to be due to failure of the integrated circuit, u39.

Event description:
A customer contacted physio-control to report that their device, on opening the lid, would not provide audio voice prompts.it was also observed that the device would intermittently power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay or prevent defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device, on opening the lid, would not provide audio voice prompts. It was also observed that the device would intermittently power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay or prevent defibrillation therapy if it were needed. There was no patient use associated with the reported event.